Event description:
It was reported that an intraocular lens (iol) attempted, defective. There was patient contact. The lens was removed from the patient's left eye and successfully replaced during the same procedure. There was no vitrectomy or incision enlargement required, however, sutures were required. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. The patient is doing fine when discharged. Through follow up, it was learned that the leading haptic was protruding from the cassette, and this was not noticed by the surgeon until he tried to insert it in the eye. It was confirmed sutures were required, however, it was unknown how many were needed or why they were used. The product was discarded and not available for return.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter telephone number: (B)(6). The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.